Manufacturer narrative:
(B)(4): the lancing device was found it will not penetrate. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch delica lancing device does not fully penetrate. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012. It is not clear what type of medication, if any, the patient takes to manage her diabetes; however, according to the csr's documentation, she continued with her usual diabetes management routine following the reported lancing device issue and she did not developed any symptoms as a result of the reported product issue. According to the csr's documentation, during a doctor's office visit on (B)(6) 2012 (at 1:30pm) "her medication increased"; however, the type of diabetes medication the patient was using at the time the alleged issue occurred is not clear, and it is not specified if the patient's physician changed her diabetes regimen or if the patient had administered any form of medication during the patient's office visit. The patient denied testing her blood glucose with another device after the alleged issue occurred. During troubleshooting, the csr noted the patient was not using the subject lancing device for the first time, the patient was using the correct lancets, and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue. Although it is not known what type of diabetes medication the patient was prescribed prior to the start of the reported issue, the patient claimed her medication was increased during a doctor's office visit.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.